Manufacturer narrative:
H6: investigation summary four open 32 g x 4 mm pen needle samples and four photos were returned from lot. No. 2186592 cat. No. 320559. No clog test could be performed on three of the returned samples as a broken cannula non patient was observed on these samples. A clog test was carried out on the remaining sample and no issues were observed. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were clogged during the priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this report is about clog. During priming no drug solution came out."

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were clogged during the priming process. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese: "this report is about clog. During priming no drug solution came out."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.